Event description:
It was reported the screen automatically shuts down. The programmer was returned for servicing and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm or reproduce the screen going blank. Analysis found that there were errors found in the error log and the electrocardiogram (ECG) connector was loose. It was also noted that the bottom case feet were worn off and the latches were missing from the cord bay.